Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 450mg/dl. Customer¿s current blood glucose was 150mg/dl. Customer alleged possible under delivery. Customers stated that there was air bubble inside the reservoir. Customer reports insulin exited at the quick release. Customer performed high pressure test, self test and passed. Insulin pump will not be return for analysis.